Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The usm was tested on an in-house system and failed normal mode as it triggered error 23087. The unit was also tested on an in-house system and passed lissajous, and brake test, but failed sensor checks on the yaw and sine cycle with error 23087. The unit also failed friction on degree of freedom (dof) 9. Rotor bearing debris was found on the dof 8 and 9 window of the isa.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. An event verification confirmed the liver resection procedure was performed on the reported event date (B)(6) 2022 on system sk2508. A review of the site's complaint history identified patient identifier (B)(6) (this complaint) is a related record of patient identifier (B)(6). This complaint is reportable malfunction event due to the following: it was alleged that the usm 1 had error 23087 after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the system had error 23087 on the universal surgical manipulator (usm) 1. The procedure completed with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.